Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all minerva surgical handpieces meet all qa specifications when released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
Dr. Conducted an otherwise unremarkable minerva procedure in a patient suffering from aub (e). About 10 days after the procedure, the patient developed lower abdominal pain and went to the ER. Wbc was elevated. The patient was diagnosed with endometritis, treated with antibiotics, fully recovered and discharged.